Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that, during a revision of competitor devices on the left shoulder, the threaded tip of the glenosphere inserter broke off inside the implant. The threaded portion could not be removed and the surgeon felt there was no patient harm leaving it in with the implant. Surgery was completed successfully with no surgical delay. No adverse consequences reported.

Manufacturer narrative:
The reported event could be confirmed. During the investigation, the device inspection revealed the following: the tip of the glenosphere holder - piston shows a clean break of the tip towards the middle of the threaded area. The surface is finely fissured and the level fracture area shows shear lips at the edge of the surface. This is specific to a ductile fracture, which is caused by an excessive force applied on the device, most probably combined to the fact that the impactor was not fully engaged/ not in alignment to the glenosphere. Some marks of corrosion can be noticed, but which are probably due to the re-cleaning/re-sterilization of the device after it broke. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that, during a revision of competitor devices on the left shoulder, the threaded tip of the glenosphere inserter broke off inside the implant. The threaded portion could not be removed and the surgeon felt there was no patient harm leaving it in with the implant. Surgery was completed successfully with no surgical delay. No adverse consequences reported.